Event description:
A report was received that the patient underwent a pocket revision after she lost a lot of weight. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Device remains in patient. This is the final report.